Manufacturer narrative:
An event regarding rom and arthrofibrosis involving a triathlon insert was reported. The event was confirmed based on the medical review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: arthrofibrosis contributed to a severe degree of scar tissue formation post triathlon cr primary knee arthroplasty in (B)(6) 2011 requiring repeated interventions for treatment including manipulation under anaesthesia in (B)(6) 2018, a first knee revision with scar tissue removal plus femoral shortening with exchange of all components for new triathlon ts components in (B)(6) 2012, an arthroscopic removal of hematoma a few weeks later plus another knee revision with removal of exceptionally dense scar tissue plus quadriceps tendon lengthening in (B)(6) 2013 while retaining all devices. Residual pain was still present in 2018 although knee functionality appears to have been improved after the second revision. Arthrofibrosis is a procedure-related complication of potentially any knee arthroplasty with sometimes additional patient-related risk factors. A knee twisting trauma with collateral ligament injury in 1974 counts as risk factor for arthrofibrosis. No device-related factors are associated with any of the implanted devices at any time. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there has been 1 other similar event for the lot referenced relating to the same patient and device. Conclusions: based on the medical review, arthrofibrosis contributed to a severe degree of scar tissue formation post triathlon cr primary knee arthroplasty in (B)(6) 2011 requiring repeated interventions for treatment. Arthrofibrosis is a procedure- related complication of potentially any knee arthroplasty with sometimes additional patient-related risk factors. A knee twisting trauma with collateral ligament injury in 1974 counts as risk factor for arthrofibrosis. No device-related factors are associated with any of the implanted devices at any time. No further investigation for this event is required at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "failed left total knee arthroplasty." Update on 30-oct-2019: based on medical review, during revision under anaesthesia, rom was reported as only -20° to 40°. This was caused by dense fibrosis in both medial and lateral gutters of the knee, the medial/lateral spaces between femoral condyle and knee capsule.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "failed left total knee arthroplasty".